Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack the connector came of the tubing. The pack will be replaced. The patient required a transfusion.

Manufacturer narrative:
Updated information: the customer temporarily clamped off the pump, removed the broken connector and added a new pigtail. The patient lost 200 ml of blood as a result of the connector coming off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation conclusion; at this time root cause could not be determined. However, medtronic understands the client concern and in order to ensure no re-occurrence catalog specification was updated adding silicon bands to the 1160282-507 adapter and the 3/16 x 1/16 x 3 tubing solvent connection. If information is provided in the future, a supplemental report will be issued.